Event description:
It is reported that during a routine hip replacement, upon inserting one of the screws in the acetabulum it became stuck. The surgeon claimed the pt had very hard bone. The head of the screw broke off, but not protruding through the cup. The surgeon took the x-ray and decided to leave it in the pt. The head and proximal portion of the screw that broke off was removed from the pt.

Event description:
It was reported that the device was explanted after an implant duration of approximately 17.6 months. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to dehiscence, perivalvular leak, and possible cx (-) endocarditis. It was also noted that 2/3 of valve sepatated from tissue and thrombus covering the annulus and the mitral valve ring.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.